Event description:
During a laparoscopic cholecystectomy procedure, bleeding occurred post-operatively. The surgeon opened the patient and ligated aortic cystica with suture. The patient's status is satisfactory.